Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states the tube disconnected from the set. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 97mg/dl. The customer was advised that replacement set and tape kit would be sent out.